Event description:
Nurse reported that when she was attempting to start a potassium rider, the single chamber hospira pump signaled a malfunction alarm #315. She obtained a second single chamber hospira pump, but this one also signaled a malfunction alarm #315 during set-up.